Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during the manual prime process and that insulin was "squirting" out. The blood glucose reading was 158 mg/dl. The caller stated that insulin continued to drip after the motor stopped and that the customer was unable to exit the preparing to prime loop. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing display window.